Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder based off of the user's area code. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided.

Event description:
It has been reported that the unspecified bd¿ 0.5ml syringe has been found experiencing difficult plunger movement during use. The following has been provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported that plunger gets stuck after reusing the syringe multiple times. Verbatim: caller stated he uses the oral syringe for his pet. He needs to use the syringe twice a day for his cat. Pet owner stated he uses the oral syringe multiple times after 3-4 application, rubber tip, plunger gets stuck. He stated has to use .5ml on his cat, he only received 2 samples from his vet, incident date-unknown. Occurrence-unknown. Item#: unknown. Lot#: unknown.